Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
The customer reported battery failure alarm. The service technician confirmed the reported issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer was issued a credit.